Event description:
In 2008, co received a complaint form regarding an potential incident. The report indicated that accessories were getting lodged in the duodenoscope. According to the customer, the therapeutic objective of the procedure could not be attained because of this difficulty with the accessories.

Manufacturer narrative:
This problem has only occurred when boston scientific microvasive ercp accessories are being used with the device. The exact cause is under investigation. No further info is available.